Manufacturer narrative:
Conclusion code grid updated.

Event description:
It has been reported to philips the right side of screen appears to have a non-functional "dead spot". Efforts to rectify include, cleaning around edge of screen, replacing screen protector, recalibrating x 2. All with no resolution. No patient involvement.